Event description:
Customer received a reading of 149 mg/dl at 9:00 am while experiencing unspecified hypoglycemic symptoms. The nurse provided fruit by the foot and two 4 oz. Juice boxes along with glucose gel to raise pt's blood glucose level. Paramedics were called and pt was transported to the hosp. Approximately an hour later at 10:00 am, a reading of 219 mg/dl was received with meter. Further treatment was not described by the customer.